Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 47 mg/dl on their blood glucose meter and a 66 mg/dl on another brand blood glucose meter at 11:10pm. The consumer administered 0.6 units of insulin and went to bed. The next morning, the consumer experienced a hypoglycemic event which required medical intervention by emts. At 6:15am, the emts tested the consumer on their blood glucose meter getting a result of 27 mg/dl. He was treated with IV fluids, and after 20 minutes they tested the consumer again, getting a result of 62 mg/dl on their meter. It was found during the phone call, the consumer reported, he is transferring test strips from one vial to another against our directions for use. This can compromise the integrity of the test strips. The difference in the readings was determined to be clinically significant. The meter test strips in question will be returned for evaluation.